Manufacturer narrative:
Update to d9: device not returned. Update to h3: device not evaluated. Update to h6: type of investigation. Update to h6: investigation findings. Update to h6: investigation conclusions.

Manufacturer narrative:
According to the customer, while a "resident" was placing a cvc line on (B)(6) 2026 they "extracted the guidewire back through the introducer needle" causing the guidewire to "fall apart". The customer reported that the resident then "used the other end of the guidewire (blunt with no j loop)" and fed it through the introducer needle causing the guidewire to "perforate the patient's superior vena cava". The customer reported that the "patient did survive". No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, while a "resident" was placing a cvc line on (B)(6) 2026 they "extracted the guidewire back through the introducer needle" causing the guidewire to "fall apart". The customer reported that the resident then "used the other end of the guidewire (blunt with no j loop)" and fed it through the introducer needle causing the guidewire to "perforate the patient's superior vena cava".